Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: external control system failure. Additional text: ripped area on silastin on dl. Specific component(s) involved: other component malfunction, specify. Additional text: other component: no malfunction. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention: rescue tape applied. No alarms. Implant device type: lvad. Malfunction device type:.